Manufacturer narrative:
(B)(4). Initial reporter state:(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient's sister stated that on (B)(6) 2023, the patient's cgm had signal loss for more than one hour. About less than 2 hours after the cgm had signal loss, the patient decided to check a finger stick. It was reported that the value of the bg meter was high (no value provided). Prior to checking a finger stick, the patient stated the cgm alerted them but did not specify what the alert was for. The patient then started to feel unwell. They were still conscious but were having issues with their vision and were lethargic. The patient's sister brought the patient to the hospital and when they arrived, a nurse checked the patient's bg, and it was 1,400 mg/dl. The patient was treated with an insulin drip, and it was reported that the patient was in "deep sleep" for 3-4 days until he was feeling back to normal. The patient was hospitalized until (B)(6) 2023. At the time of the report, the patient was doing good. A review of the share logs was performed, and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.